Event description:
A malfunction alarm was reported for the pump, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The technical support team organized a replacement pump, confirmed the shipping address, and guided the customer on storing and returning the faulty pump.